Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose of 465mg/dl. Troubleshooting was performed. The caller stated that event leading to her admission was possible a blood clot. Reviewed the alarm history and found a low reservoir alarm, but the customer did not change the reservoir at the time and let it ran out. Instructed the nurse to check the status screen and she stated that the reservoir was showing 0.0 units. No further information was provided.